Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified one-link product disconnected from an unspecified j-loop extension set. This was noted after injection of contrast into the extension set during a magnetic resonance imaging (MRI) scan. The reporter stated that the injection was performed without removing the patient from the scanner. When the technician began the scan, it was noted that no contrast was appearing in the patient's brain. The patient was removed from the scanner, and the disconnection was identified. The reporter stated this led to a leak of contrast on the patient and the sheets. The technician reconnected the device, and reinjected the contrast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.